Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 211 mg/dl. The customer stated that she was pushing with the plunger in an attempt to push air and insulin through the infusion set tubing, but it would not budge. The customer primed and received the no delivery. She was advised to disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She stated that the connector kept turning and was advised to change out the reservoir. The customer confirmed that the new reservoir worked and confirmed that the insulin did exit the tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.